Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath tip was found to be moderately unraveled. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing approximately 39.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, stat gard seal, extracorporeal, pressure and extender tubing was performed and three leaks were detected on the membrane approximately (primary abrasion) 1.3cm, (sharp edge) 11.2cm and (sharp edge) 14cm from the rear seal and measuring (primary abrasion) 0.025cm, (sharp edge) 0.114cm and (sharp edge) 0.191cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other penetrations found on the membrane appear to have been caused by a sharp object that may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after approximately 10 days of intra-aortic balloon (iab) therapy, blood was found inside the stat gard. The iab was removed. There was no patient harm or adverse event reported.